Event description:
Pt was revised due to pain. At revision surgery the doctor discovered poly wear and osteolysis. Doctor stated: there were soft tissue issues that were contributing factor because the pts anterior structure needed to be re-attached. Surgery was delayed (1) hour in this case.